Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) for the reported event of wire detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was opened during an endoscopic mucosal resection (emr) procedure.according to the complainant, during preparation, the device was unpacked and the wire was found to be detached. The procedure was completed with another captivator small hexagonal snare.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was opened during an endoscopic mucosal resection (emr) procedure. According to the complainant, during preparation, the device was unpacked and the wire was found to be detached. The procedure was completed with another captivator small hexagonal snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found the handle cannula detached. Evidence from the handle assembly process was noted on the handle cannula. The complaint was confirmed; however, review and analysis of all available information failed to indicate the root cause of this complaint. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was opened during an endoscopic mucosal resection (emr) procedure. According to the complainant, during preparation, the device was unpacked and the wire was found to be detached. The procedure was completed with another captivator small hexagonal snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.